Event description:
Boston scientific received information that this patient had a generator change-out due to normal battery depletion. The new pacemaker was implanted and the chronic right atrial (ra) and this right ventricular (rv) leads remained in service. During recovery, the patient sat up and there appeared to be loss of capture and the patient was symptomatic. A revision procedure was performed and all measurements through the device and pacing system analyzer (psa) were okay. The leads were reconnected again, and it was suspected that the lead had been loose in the header with a set screw issue. Approximately, ninety minutes after the revision procedure the patient sat up and there appeared to be loss of capture again, as well as, oversensing and pacing inhibition. Isometric testing was done and no noise or oversensing was reproduced. The field representative tested the device and reproduced the observation when the patient sat up, and the issue resolved when the patient layed down. There was no asystole greater than two seconds noted. No further testing was performed as the health care professional (hcp) stopped the evaluation and scheduled another revision. Surgical intervention was again performed and the device was explanted and the ra lead and this rv lead were capped as left-sided access was not able to be obtained. A new pacing system was implanted on the patient¿s right side. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.